Event description:
Silicone implants 30 years ago, exchanged implants for textured saline 20 years ago. Removed enbloc (B)(6) 2018. Plagued with pain and capsular contraction, left breast with disfigurement; all 47 breast implant illnesses symptoms and more. After removal still not feeling healthy. Constant fatigue, painful joints, skin rashes and mouth ulcers with blurry vision.